Event description:
The account alleges that the head down will not function, resulting in an inability to achieve CPR. No injuries were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.